Event description:
My doctor recommended me to have a transvaginal mesh implanted for a prolapse and drooping urethra. Not even 2 weeks after I began having problems, mesh eroded into my urethra. I have been passing the mesh vaginally, very painful. This caused me to have a second surgery in 2008, I am having pain, after the second implant, I'm incontinent, numerous recurrent infections and discomfort. Scheduled for another surgery. This mesh has caused my life to turn around for the worse. The complications are so destroying to a persons life. This kind of surgery should not be recommended, because doctors think they are successful just because when you cough, you don't urinate, but the other complications are not listed or noted as part of the surgery being a failure. It's been months and I haven't been able to work, something more than the statement just issued in october has to be done. Why isn't the FDA doing more than just send out a letter of warning to doctors? So many quacks out there without experience performing this surgery.